Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient experienced syncope and hit their head as a result. The patient was referred to their physician, but was redirected to perform a patient initiated interrogation (pii). A pii was successfully performed. This device remains in service. No additional adverse patient effects were reported.